Event description:
It was reported by the pt: following a heart catheterization procedure the physician used an angio-seal for closure of the puncture site. The pt experienced pain. The physician prescribed morphine, dose unk. Bilateral hip pain has continued since then. Attempts made to gather more info were unsuccessful.

Manufacturer narrative:
No prod was returned. Review of the device history was not possible since the lot # was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days state: some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the # listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.